Event description:
It was reported that during the implant procedure, high, hv lead impedance was observed. The lead was not implanted and was replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.